Event description:
It was reported that bd ultra fine¿ pen needles experienced 3 cases of being unable to deliver insulin/medication, and at least 2 cases of the outer cover not being able to attach to remove the needle from pen/cannot remove needle from pen. The following information was provided by the initial reporter: material no. 320109 batch no. 9352028 my latest pack of needle was quite poor quality, I have used about 60/100 and have had 3 plugged needles and most of them do not stick in the cap well enough to remove them from the pen. I have to remove then by hand without caps.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles experienced 3 cases of being unable to deliver insulin/medication, and at least 2 cases of the outer cover not being able to attach to remove the needle from pen/cannot remove needle from pen. The following information was provided by the initial reporter: material no. 320109 batch no. 9352028. My latest pack of needle was quite poor quality, I have used about 60/100 and have had 3 plugged needles and most of them do not stick in the cap well enough to remove them from the pen. I have to remove then by hand without caps.